Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a deflation in the tissue expander. The investigation was completed on a video of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the video provided in the complaint, the tissue expander was observed to be deflated. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: tissue expander deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with a mentor cpx4 plus, smooth, tall height 550cc tissue expander when the left breast device deflated post implantation. Upon explantation, a small opening on the posterior edge where the back patch and the shell meet was observed.